Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer blood glucose (bg) level was high due to suspending insulin deliveries. A correction bolus was delivered to address bg. Reportedly, the customer continued to use the pump for insulin therapy.